Event description:
Neotrend-l sensor placed at t6-t7 but felt stiff when inserted. Although no error codes appeared, the reported values seemed erroneous. Subsequently all data was lost. The attempt to withdraw the sensor from the vac was difficult-the sensor seemed stuck. Once out, the customer observed the tip of the sensor and noticed that three separate fibers were visible. The mphf was not present. The vac was withdrawn from the pt and the detached membrane was found within the vac. A chest x-ray of the pt was taken and found to be clear. There was no evidence of the gold sensor tip marker on the x-ray. The doctor subsequently stated that she clamped the vac. Thinking that the sensor was all the way out, then realized it was not totally out of the vac and started to pull again on the sensor, then she noticed the membrane inside the back. She was having a great deal of difficulty withdrawing the sensor from the vac and thought it was totally withdrawn when she felt severe resistance. This is when she clamped and started disconnecting the sensor from the vac resulting in the detachment of the membrane from the sensor.